Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of lens model, zcb00 monofocal iol (intraocular lens) there was a mechanical complications. The lens was explanted and replaced with +23.5 diopter zcb00 lens. No complications were reported after replacement. No additional information provided.

Manufacturer narrative:
Additional information: additional information received indicated that the patient's date of birth is (B)(6) and the affected eye is the patient's left (os) eye. No further explanation regarding the event was provided. Based on the new information received for the patient as well as the doctor, the following fields were updated accordingly: (B)(6). Initial reporter name: dr. (B)(6), health professional; occupation: physician. Device available for evaluation; returned to manufacturer on: 3/21/2019. Device evaluation: the lens was received at the manufacturing site for evaluation. The reported lens returned cut in two pieces. The cut could be related to the explant process. Both haptics were observed in good form. A product quality deficiency could not be determined. The reported issue could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search in complaints history revealed that no additional investigation request has been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.